Event description:
It was recently reported that during the pt's initial implant surgery, a chronic mastoiditis due to crouzon syndrome was discovered. The pt was treated with cipro 500 mg every 12 hrs, garasone drops for 15 days, and axtar ampoules. In 2009, a mastoidectomy surgery was performed without complications. At about one month later, and two weeks after, the infectious diseases physician treated the pt and ordered lab tests. At about 13 days later, dehiscence of the surgical wound and purulent discharge was reported. At about two months later, it was reported to the pt's mother that there is continuing reaction and extrusion of the implant due to foreign body reaction and that the explant of the device was required. At about one month later, a CT scan revealed the recurrence of bilateral mastoids. In the next day, the pt's device was explanted. The pt was treated two days for erythema and edema of the ear. The wound had purulent discharges. The pt has been treated with multiple antibiotics and hospitalized for treatment by infectious disease physicians.